Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 20 x 3.50 promus premier select drug-eluting stent was advanced to treat the lesion. However, during procedure, the shaft was broken inside the patient's body and failed to cross as it was highly loaded mixed plaque morphology of the lesion. Another stent of the same size was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus select ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft and a break 22.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 20 x 3.50 promus premier select drug-eluting stent was advanced to treat the lesion. However, during procedure, the shaft was broken inside the patient's body and failed to cross as it was highly loaded mixed plaque morphology of the lesion. Another stent of the same size was used to complete the procedure. No patient complications were reported.